Event description:
It was reported that a 74-year-old caucasian female patient who underwent a breast augmentation revision procedure with a mentor memorygel breast implant 350cc gel breast prosthesis (left device) and a mentor memorygel breast implant 400cc gel breast prosthesis (right device) developed baker grade IV capsular contracture in her right breast post implantation. Additionally, rupture of the right breast prosthesis was diagnosed via imaging. Lastly, the patient developed bilateral ptosis post implantation. As a result, the patient underwent bilateral explantation and replacement with a mentor memorygel breast implant 350cc gel breast prosthesis and a mentor memorygel breast implant 400cc gel breast prosthesis on (B)(6) 2023. This medwatch report is for the patient¿s left breast prosthesis. Refer to manufacturer report number 1645337-2023-01849 for the report for the patient¿s right breast prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right breast capsular contracture, right breast prosthesis rupture, bilateral ptosis. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).